Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the component is severely worn. A large zone of the sliding core is highly deformed, most probably due to an unbalanced repartition of the mechanical forces on the implant during the time of implantation. The operative reports and x-rays were provided, the opinion of stryker's medical expert was requested. After analysis of the documents, the medical expert determined the following: "the x-ray shows the situation with the already loosened talar component. There are some slight signs of loosening at the tibia as well, but the component seems to be tight. In the ap-view one can see, that the talar component is lateralized and that the lateral distance between the two components is widened. There are no other observations in the x-rays or the op-reports which can be identified as a root cause of the incident. Remarkable is weight and height of the patient leading to a bmi of 38,2. Which means massive obesity and can clearly result in higher load and shorter life span of an implant." A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported, revaluation showed poly wear. Revision surgery was performed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported, revaluation showed poly wear. Revision surgery was performed.